Event description:
Pt to cardiac cath lab for stent placement in coronary artery. When 20/30 priority pack w/copilot used to assist with deployment, a malfunction was noted in the stop cock. This could have resulted in mispositioning of stent. Post imaging revealed good stent placement. FDA safety report ID# (B)(4).